Manufacturer narrative:
(B)(4) investigation results from carefusion. Unfortunately, no sample was available for evaluation; therefore the issue reported could not be confirmed. Issues related to the failure mode were not found. No tread has been noted. Since the sample is not available to proceed with sample evaluation, it is no possible confirm if personnel, material, or environment contributed with the failure mode. Without a sample it is also not possible to determine if design of the product contributed with this failure. Based on the investigation, at this time it¿s not possible to determine a root cause for the issue reported and the issue is unconfirmed due to the sample not being available for evaluation. At this time no corrective action will be implemented, issue reported was not confirmed since the sample was not sent for evaluation.

Event description:
Additional information also obtained from the final incident report released from the (B)(6). Remedial action taken by the healthcare facility relevant to the care of the patient: the application of different techniques of intubation; laryngoscope blade, blind intubation, and finally lma (laryngeal mask airway).

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).

Manufacturer narrative:
(B)(4): initial emdr submission-customer advocacy has reached out to customer to provide sample for the investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
There was an urgent surgery with a manual placenta. The female patient was on the operating room table and after the time out procedure they began to start the introduction of anesthesia. The patient had already lost 1 liter of blood so het saturation transport was less than it should be. She was also not sober without food, so she was hard to pre oxygenated. These kind of patients need to be intubated as soon as possible. This patient seemed difficult to intubate. Because carefusion had problems with the deliveries of the vital view laryngoscope blades (4003) and had delivered an alternative (4503). These blades had a different curve and are also shorter (about 1-1, 5 cm). This resulted in a poor sight of the vocal cords and this patient could not be intubated with this blades. As a result of this they called for the glidescope. This patient began to desaturate quickly; they tried in the meantime to do a blind intubation with a guide wire, but also this was not a success. Because saturation was already down to 34% and she became bradycardic, they inserted a laryngeal mask. This was eventually a success. The sales representative has met with the customer and they have stated this was not a product malfunction, but dissatisfaction with the product. The anesthesiologist stated "this product has poor shape and is not fit to intubate a patient properly." The patient is okay now and in a healthy state